Event description:
An ivtm therapy was started using the thermogard xp ivtm system (sn (B)(6). The next day, the thermogard system displayed a "mid:23 (patient probe offset)" message. The customer rebooted the system and continued therapy. However, afterward, the system displayed a "mid:23" message multiple times, and each time, the system prompted a reboot to continue therapy. No consequences or impact on the patient.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation. Based on the event log data, it has been determined that a system malfunction did not cause the issue; rather, it was patient-related. The system was reinstated for clinical use. Zoll service was not requested.